Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The provided incident date is an estimate. On 12/18/2026, the patient experienced a sensor malfunction resulting in insulin dosing based on inaccurately low glucose readings. The patient was subsequently admitted to the hospital with diabetic ketoacidosis (DKA). No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the Parkes Error Grid calculator. No additional details or treatment information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.